Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with blood glucose remaining around 235 mg/dl despite ongoing troubleshooting and education, and the event followed concerns about discrepancy between sensor and fingerstick readings. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included product support troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.